Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device found that the clip assembly was ball end separated but still locked onto the bushing. It was also noted that the clip arms were locked in the capsule. There is not enough information available to determine what caused the reported failure; therefore, the most probable root cause could not be determined. A review of the device history record (DHR) was performed and confirmed that the device was manufactured in accordance with device master record. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the transverse colon during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was difficult to be advanced through the scope. The clip was able to grasp and lock onto tissue but failed to release from the catheter. Eventually, the clip was released after some manipulation, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the transverse colon during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was difficult to be advanced through the scope. The clip was able to grasp and lock onto tissue but failed to release from the catheter. Eventually, the clip was released after some manipulation, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.